Event description:
A patient reports while wearing a pod for less than an hour the cannula had not deployed upon initial activation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Manufacturer narrative:
The returned device was evaluated and the device was received not deployed. Download data showed that the device ran for 46 pulses, 40 of which in first prime, before deactivation. The data generated an 0x41, rotational sensor maximum summed error table, alarm. There were rotational sensor malfunctions in the data. The device was reset, but a complete rerun could not be completed due to several communication errors. Inspection of the commutator cap found it to be damaged. The observed rotational sensor malfunctions are confirmed as the cause of the needle mechanism failure. Without the rerun data, it cannot be confirmed if the damaged commutator cap caused the rotational sensor malfunctions.